Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus).the device was removed and a new aus consisting of a 4.5 cm cuff, a control pump and a 61-70 ml balloon was implanted.. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient presented increased recurring incontinence. The patient had a good outcome with no further adverse effects.